Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735798 (lot: -); product type: 2543-mnav - system. No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that prior to a procedure, the system displayed localizer not connected. The surgeon switched to another navigation system and proceeded with case. No patient was present. Troubleshooting information was provided. At time of call, the system displayed localizer not connected with no lights on the camera. The medtronic representative (rep) powered down the system and took the covers off the back of the camera cart. The rep powered the system on and noted that the power over ethernet (poe) light was green. The rep noted that the system no longer displayed localizer not connected and the camera had a green light and laser activation. The rep put the camera cart back together and issue did not reappear.